Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range shock impedance measurements were observed in all programmed configurations. An invasive procedure was performed. The pocket was reopened and the set screw for the distal coil was loose. The set screw was tightened and lead measurements were observed to be stable and within normal limits. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Shock impedance measurements in triad were noted to be 77 ohms, distal coil to can was 100 ohms and coil to coil was 113-114 ohms. No out of range shock impedance measurements were recreated in clinic. Boston scientific technical services (ts) discussed the possibility of a connection issue and discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the physician opted to program the lead configuration to rv to can and continue monitoring.